Event description:
It was reported the biomedical engineer was doing a functional verification check on the epg (external pulse generator), which was just received back from service, when it was found the sensitivity could not be measured at a specific setting on the tester. It was further noted that the sensitivity was asynchronous before the knob was rotated counter-clockwise past "click." The epg was returned for checkout and repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the interconnect flex was out of electrical specification.